Manufacturer narrative:
(B)(6) for the reported event of stent broken. (B)(6) for the reported event of stent migration. (B)(6) for the reported event of stent failure to be remove. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded stent device was implanted with no complications in the common bile duct (cbd) on (B)(6) 2013 and was scheduled to be removed and replaced with a metal stent on (B)(6) 2013. According to the complainant, during the removal procedure, the physician attempted to remove the stent with a snare at the distal end below the barb. The snare cut through the end of the stent and the portion that was severed by the snare was removed and discarded. During the removal procedure the remaining part of the stent migrated up into the bile duct and could not be retrieved. The removal procedure was not completed at that time due to this event and the patient was admitted for observation. No damage was noted to the stent prior to the stent removal procedure. (B)(6) 2013, the physician again attempted to remove the advanix stent but was not successful. The physician placed a metal stent (unknown brand) parallel to the existing plastic stent to palliate the patient. The patient's current condition was reported to be stable.